Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID 2134265-2015-03120, 2134265-2015-03093, 2134265-2015-03099, 2134265-2015-03094. It was reported that catheter entrapment occurred. The target lesion was located in the subclavian brachiocephalic vein. A 035/180 magic torque¿ guide wire crossed the lesion, a non bsc angiographic catheter was then advanced over the guide wire. A 8.0 x60, 75cm gladiator¿ balloon catheter was advanced however, it became stuck on the wire and there was no visible lesion. The balloon catheter and the guide wire were removed from the patient. The 035/180 magic torque¿ guide wire was re-advanced to the lesion followed by the non bsc angiographic catheter, which advanced over the wire with ease. An 8.0 x80, 75cm gladiator¿ balloon catheter was advanced over the 035/180 magic torque¿ guide wire however the device also became stuck on the wire at the same location. The wire was exchanged for a 035/260 magic torque¿ guide wire. The physician tried to advance a 5.0 x80, 75cm gladiator¿ balloon catheter but the device was also stuck on the wire and a little extravasation of dye was noted outside the vessel. The extravasation was treated with the physician holding up the balloon until it resolved. The devices were removed and the procedure completed with a v-18 guide wire and a very low profile sterling balloon catheter with no problem. No further patient complications were reported and the patient¿s status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis with a guide wire inserted through the wire lumen. A visual and tactile examination found no kinks or damage along the shaft of the device. However, an examination of the guide wire that was exiting from the hub section of the device identified that the wire was kinked. No issues were noted with the tip section of the device. An attempt to withdraw the guide wire from the hub failed. Instead the wire was withdrawn from the tip end of the balloon catheter. No resistance was noted in the wire movement, apart from when a kinked section of the wire would enter into the wire lumen of the balloon catheter. An examination of the wire identified a clear solidified material stuck onto the wire which measured 2.2cm in length. This material was raised at its distal end on the wire. It was this material which prevented the wire from being withdrawn back into the tip of the balloon catheter. The outer diameter of the wire and the outer diameter of the clear material were measured. A recommended size guide wire could pass freely through the wire lumen of the gladiator device. Some solidified blood was also visible on the surface of the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due to interaction with another device. (B)(4).

Event description:
Same case as MDR ID 2134265-2015-03120, 2134265-2015-03093, 2134265-2015-03099, 2134265-2015-03094. It was reported that catheter entrapment occurred. The target lesion was located in the subclavian brachiocephalic vein. A 035/180 magic torque¿ guide wire crossed the lesion, a non bsc angiographic catheter was then advanced over the guide wire. A 8.0 x60, 75cm gladiator¿ balloon catheter was advanced; however, it became stuck on the wire and there was no visible lesion. The balloon catheter and the guide wire were removed from the patient. The 035/180 magic torque¿ guide wire was re-advanced to the lesion followed by the non bsc angiographic catheter, which advanced over the wire with ease. An 8.0 x80, 75cm gladiator¿ balloon catheter was advanced over the 035/180 magic torque¿ guide wire however the device also became stuck on the wire at the same location. The wire was exchanged for a 035/260 magic torque¿ guide wire. The physician tried to advance a 5.0 x80, 75cm gladiator¿ balloon catheter but the device was also stuck on the wire and a little extravasation of dye was noted outside the vessel. The extravasation was treated with the physician holding up the balloon until it resolved. The devices were removed and the procedure completed with a v-18 guide wire and a very low profile sterling balloon catheter with no problem. No further patient complications were reported and the patient¿s status was fine.